Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device failed calibration with an error 80 (water check time out unable to reach calibration temperature). A check of the drain port for the chiller tank indicated the tank was empty. Biomed discussed this was indicative of a failed mixing pump and stated that they would order and replace the pump onsite. Per follow up information received via email on 31 jan 2023, there was no patient involvement as it was found during calibration. Biomed stated that they would order the pump and replace it onsite. Per wo update on 07 feb 2023, it was stated even after replacing mixing pump biomed wanted to send the device in for repair.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed mixing pump. A check of the drain port for the chiller tank indicated the tank was empty. Biomed discussed this was indicative of a failed mixing pump and stated that they would order and replace the pump onsite. Per follow up information, there was no patient involvement as it was found during calibration. Biomed stated that they would order the pump and replace it onsite. Per wo, it was stated even after replacing mixing pump biomed wanted to send the device in for repair. It was known that the device did not meet specifications and that the device was influenced by the reported failure. The device was not in use on a patient. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. A reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the arctic sun device failed calibration with an error 80 (water check time out unable to reach calibration temperature). A check of the drain port for the chiller tank indicated the tank was empty. Biomed discussed this was indicative of a failed mixing pump and stated that they would order and replace the pump onsite. Per follow up information received via email on 31jan2023, there was no patient involvement as it was found during calibration. Biomed stated that they would order the pump and replace it onsite. Per wo update on 07feb2023, it was stated even after replacing mixing pump biomed wanted to send the device in for repair.